Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise due to electromagnetic interference (emi) and there was no oversensing noted. The ra lead was surgically abandoned. No additional adverse patient effects were reported.